Event description:
Customer reported a past low blood glucose event with a measured level of 40 mg/dl. Customer noted "some of her lows overnight were after she overrode and increased the pumps recommendations for a bolus". The customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult their healthcare provider to discuss possible causes affecting their blood glucose levels.